Manufacturer narrative:
(B)(4).a batch review will be performed for the potentially associated lot numbers (h13j03140, and h13k15043). If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 4. It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was not hospitalized for this event. On an unreported date, the patient was treated with vancomycin (dose, frequency and route not reported) and tobramycin (dose, frequency and route not reported) for peritonitis. The cause of the peritonitis was unknown. At the time of this report, the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13j03140 and h13k15043 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.